Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a panic attack while waiting for their health care provider (hcp) appointment and ended up in the hospital. The device was turned off for an MRI, but the patient's family member did not know if it was turned back on. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No outcome was reported regarding this event. Further follow-up is being conducted for additional information. If additional information is received, a follow-up report will be sent.